Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 (mg/dl). Customer ate food and consumed juice to treat their bg level.

Manufacturer narrative:
Review of pump data showed three calibration entries for the continuous glucose monitoring function of the pump on (B)(6) 2016. Customer requested and delivered a 5.11 unit bolus at 8:09 pm on (B)(6) 2016. Pump data showed a low blood glucose (bg) value of 55 (mg/dl) recorded at 12:34 am on (B)(6) 2016. It is possible that the customer may have miscalculated the grams of carbohydrates in the bolus. Review of pump data does not suggest that a pump malfunction caused or contributed to the low bg event.